Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the pump black box showed multiple pump reboots. During investigation, a visual inspection of the pump revealed evidence of moisture visible behind display lens. The returned battery cap was able to fully attach/tighten to the pump with no power loss occurring. A leak test was performed and failed due to a case crack leak; crack between case seal and display lens corner and case seal and keypad cover. The pump was run on a 24-hr basal program with no loss of power occurring. The pump case was opened and evidence of moisture was observed throughout pump internally. No damage to power circuit was observed. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed a crack in the on u-groove on the back of the pump case.